Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found an issue with the mixer paddle. He replaced and adjusted the mixer paddle. Sample measurements were performed and were within the normal measurements. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e411 disk analyzer. The initial result was 3.5 pg/ml. The repeat result was 151 pg/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation was not able to determine a specific root cause. The event was consistent with a preanalytic issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.